Event description:
It was reported that the implants were all removed due to infection and replaced with implants used as a prostalac, heavily coated with simplex with tobra plus add'l tobra added to the cement.

Manufacturer narrative:
The following devices were also removed to address the infection. It is unk if any of these devices caused or contributed to the infection. Trident psl ha cluster 52mm, trident alumina insert, alumina c-taper head 32mm/+5, 2030-65xx-1 6.5 cancellous bone screw.